Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The sample was assembled correctly. The female adaptor tubing and grommet were measured and found to be within dimensional specifications. Functional testing was performed and it was found that during the pull test the female adaptor easily disconnects from the grommet. Based on the investigation performed the complaint was confirmed. Although the complaint was confirmed, there is not sufficient evidence to assure this issue was originated during the manufacturing process. A dimensional inspection test was performed and no dimensional issues were found. Due to customer complaint trending a CAPA request was initiated to further investigate this issue.

Event description:
Customer complaint alleges "the oxygen tube and the adaptor was easily disconnected. Therefore, a new package was used instead." No patient injury was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The device history record of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. Although this complaint could not be confirmed, based on trending similar customer complaints for this device, a CAPA request has been initiated to further investigate this issue. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the oxygen tube and the adaptor was easily disconnected. Therefore, a new package was used instead." No patient injury was reported. Patient condition reported as fine.